Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest. Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had no motor movement or negligible movement. Retries to free a stuck motor failed on the insulin pump. The customer¿s blood glucose level was 120 mg/dl. The customer stated that they had again error alarm during the load reservoir and fill tubing process. The customer was advised to possible set occlusion, told customer to change complete set. The insulin pump is not expected to be returned for analysis.